Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd module fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the light guide cable buckled, the lcb distal cover glass cracked, the lg cable connector corroded, the insertion flexible tube (ift) crushed, the lg cable connector leak, the lg cable connector housing leak, the operation channel cut, the distal body worn out, the bending rubber gluing poor finish, the ift bump, the operation channel blocked, and the remote control buttons misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.